Event description:
It was reported that the scale would not zero due to a damaged angle sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.